Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a fast stop activated error message. This causes the system to shutdown. This could cause procedural delays. There is no report of injury or death associated with this event.